Event description:
This is report 2 of 2 for the same event. It was reported that during testing, it was observed that the motor device was overheating while in use with the craniotome device. It was further reported that the craniotome device was not functioning properly due to a bent plate. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was oil leaking between the housing and the swivel. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.